Event description:
It was reported that the protector p50 multipack experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: according to the customer's report, hair-like fm was found in the expansion chamber of p50 before use.

Manufacturer narrative:
H.6. Investigation: two photos and one sample was provided to our quality team for investigation. Upon visual inspection of both the photos and product returned, a hair was observed under the film of the expansion chamber. A device history review was performed for the reported lot 2001145, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. While we could not identify a direct issue, the root cause of this incident is likely due to personnel not following the proper gowning procedure. Manufacturing personnel have been notified of this incident to increase awareness of this matter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the protector p50 multipack experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: according to the customer's report, hair-like fm was found in the expansion chamber of p50 before use.